Manufacturer narrative:
The following fields were updated due to additional information: there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g.4. PMA / 510(k)#: k243207 investigation summary: bd received 2 photos for investigation. The photos were reviewed and one shows a device with blood leakage in the holder. Additionally, a total of 10 retain samples underwent functional testing, and all samples passed testing without any issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on 23 units. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on 23 units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.